Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the went ventilator inoperative with error code message of machine and proximal pressure sensors failed. It is unknown if the unit was in clinical at the time the reported issue was discovered but there was no harm to the patient or the user.

Manufacturer narrative:
There was no report of a complaint or a repair related to the report in this product record. This issue was identified as a non-complaint due to fco was implemented for customer satisfaction only. This reported event does not meet the definition of a complaint. There is no allegation of product deficiency.